Event description:
Customer reported that a set leaked during a blood transfusion. No pt harm or medical intervention required. Customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported leak because the set had been discarded by the customer. The root cause of this failure could not be identified.